Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer woke up the pump was off. The customer's blood glucose (bg) level was impacted (300 mg/dl). The customer administered a manual injection to correct bg level. During troubleshooting with tandem technical support, review of the pump data indicated that the customer had entered the pump into storage mode. The customer was able to turn the pump on. It was indicated that the customer would change out supplies and resume insulin delivery.